Event description:
It was reported the pt recently developed an infection at the stimulator implant site. The pt's hcp removed the device and plans to re-implant once the infection is healed.

Manufacturer narrative:
(B)(4).